Event description:
The surgeon clamped down on a section of tissue and cauterized it. The jaws would not release. The surgeon had to ligate around the exterior of the jaws in order to release the instrument.